Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise three days post implant, resulting in storage of two untreated episodes. The noise appeared consistent with ventricular tachycardia (vt)/ventricular fibrillation (vf). Technical services (ts) reviewed the stored episodes, and discussed potential causes, and noted the issue appeared to have resolved as no further noise was observed following these episodes. No adverse patient effects were reported. This device remains in service.